Event description:
It was reported that dirt was found in the bd luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from portuguese to english: "presence of dirt in the syringe.".

Manufacturer narrative:
H.6. Investigation: one photo was provided for evaluation. It is out of the packaging blister. It has what appears embedded degraded resin in the luer tip. A potential root cause can be attributed to the syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Based on the photo provided, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dirt was found in the bd luer-lok syringe before use. The following information was provided by the initial reporter, translated from portuguese to english: "presence of dirt in the syringe."